Manufacturer narrative:
(B)(4). The reported caravel microcatheter was returned for evaluation. The distal part of the tip approximately 2mm was missing. Microscopic observation found circumferential cracks and stretching of the inner polymer jacket at the torn end of the tip. These finding indicated that tensile stress had contributed to separation of the tip. The distal end of the inner braid tube was observed at the torn tip end; the tip was torn at the junction of polymer-only and polymer-and-braid segments. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to separation of the tip. The applied stress would exceed the product design limit when the tip was being trapped and its movement was restricted by the existing stent. It was concluded that this event was not attributed to product quality. Because the separated tip was not returned for evaluation, potentiality could not be completely rule out that some fragment(s) of the tip might be left in the patient. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.); [warnings] do not insert or withdraw this microcatheter into or through stent struts; and, [malfunction and adverse effects] separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter broke off during a pci to treat an in-stent cto. The microcatheter was positioned antegradely when its tip came free. The physician commented that it might have been snagged behind a stent strut. The separated tip was safely removed with a balloon. No additional information was provided.